Event description:
Edwards received information that this bioprosthetic valve implanted in the mitral position exhibited moderate mitral regurgitation at three (3) months after implant. At three (3) years, two (2) months after implant, mitral regurgitation increased to severe. This male patient was approximately 72 years old at implant. Device was implanted for degenerative valvular disease. Patient underwent cabgx4 concurrently with mvr. Device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional echo review confirms mild mr vs mild to moderate mr.

Manufacturer narrative:
Additional manufacturer narrative: report of mitral regurgitation of an implanted edwards bioprosthetic valve which remains implanted in the patient. There was no information to suggest surgical intervention was performed or planned, and no additional information was provided. The root cause of this event cannot be evaluated or identified at this time. Additional information will be reported if received.